Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet bionic pancreas powered off and did not appear to charge, remaining at low battery despite use of multiple chargers and outlets, after which a device restart via the app restored normal charging behavior. Symptoms included no clinical effects reported. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included product troubleshooting and user education over the phone. Investigation of this case revealed that the device resumed expected function after power cycling, consistent with a transient charging or software-related interruption without hardware component failure. It was concluded, based on previously established findings for similar reports, that the cause was software recovery following restart.